Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: now it happened that a punch cylinder of the rubber stopper was floating in the solution.

Event description:
It was reported while using bd¿ blunt 5 micron filter needle 18 g there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: now it happened that a punch cylinder of the rubber stopper was floating in the solution.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 19-apr-2022. H6: investigation summary it was reported a piece of the rubber stopper was floating in the solution. To aid in the investigation, one sample was received with an empty pfizer bottle for evaluation by our quality team. The blunt filter needle is not a bd product. It is engraved with the numbers "388" and the configuration of the needle hub is different from bd's product. No further investigation was completed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.